Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the absence of red "pause" alarms. No beats detected for a period above the alarm pause threshold, configurable from 1.5 to 2.5 seconds) to 04:41 min on (B)(6) 2019. Further information has been requested. No adverse event involving patient or user was reported.